Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of noise on electrograms while analyzer was in use however it was noted that the analyzer patient connector pins were damaged and could likely cause signal noise. The analyzer was being sent on for repair. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was noise present on both the atrial and ventricular electrograms while using the analyzer. It was noted that recently it had been able to pace using cables in conjunction with the analyzer but only on the ventricular channel, the atrial channel had all noise. New cables were tried and the issue persisted. It was also reported that when disposable cables were used when attempting his bundle pacing there was also noise present, and that for this type of case they were slaving off of the hospital's electrophysiological (ep)system. The hospital replaced the power strip that the programmer was being plugged into as a troubleshooting measure however it did not resolve the issue. A biomedical engineer investigated and was not able to identify a possible source within the rooms. It was also noted that this is a recent problem, ongoing for only about a month. The programmer and the analyzer have been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.